Event description:
It was reported that the patient presented with syncope. The right ventricular (rv) lead had high and varying thresholds. In addition, the lead showed a variation of impedance measurements; however, the measurements were within normal limits. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.